Manufacturer narrative:
This is the 2nd of 2 reports (MFR report #3008881809-2016-00087). Subject device was implanted.

Event description:
It was reported that twelve months after stent assisted coiling of an aneurysm of left internal carotid artery-ophthalmic artery with 7 subject coils, retreatment was necessary in order to fill in the aneurysm. The physician established that the event was possibly related to the procedure and to the coils. The event was resolved without residual effects to the patient.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient medical intervention required is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that twelve months after stent assisted coiling of an aneurysm of left internal carotid artery-ophthalmic artery with 7 subject coils, retreatment was necessary in order to fill in the aneurysm. The physician established that the event was possibly related to the procedure and to the coils. The event was resolved without residual effects to the patient.